Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the a-unit of the r-unit section (charge-coupled device) is broken and therefore the image quality is poor. The cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited poor quality image, and the a-unit of the r-unit (charge-coupled device) section was broken. There was no patient involvement.